Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that low non-zero force was detected associated with loss of prime alarms, which were duplicated during investigation.